Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock while the patient was doing effort with his work. Technical services (ts) reviewed the stored episode, which appeared to be sinus tachycardia above the programmed shock zone. One atrial signal was very small and not detected by the device; thus, the device calculated v greater than a and delivered anti-tachycardia pacing (atp) and a shock. The ventricular tachycardia (vt) zone and afib detection rate were raised as the patient is young. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.